Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven months post implant of this 12mm pulmonary bioprosthetic valved conduit implanted in a pediatric patient, the device was explanted and replaced with a 19mm pulmonary homograft due to a pseudoaneurysm of the graft associated with stenosis and mild insufficiency. No additional adverse patient effects were reported.